Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-sep-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was scheduled to have an elective lead revision on (B)(6) 2018. It was determined during the surgery that the lead had migrated upward. It was noted that there wasn¿t any way to keep the lead attached to the ins and put in a new anchor. It was reported that the patient had stopped getting therapy in (B)(6) 2018. Reprogramming was attempted in (B)(6) 2018 and therapy was re-established for 3 days, but the therapy was not beneficial after that, so the lead revision was planned. It was reported that the loss of therapy was resolved. No further complications are anticipated.